Event description:
It was reported that the rui (remote user interface/joystick) was not working. When the motorized movements are completely down, the cranial and caudal movements are not available. This is critical for the type of imaging the motorized c-arm was designed for. The system would be effective unusable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, but no conclusion can be drawn as repair info is not available.